Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the reload on the tl60 was used and the staples did not form. The device was fired effectively with original cartridge. The tl60 seemed to fire correctly on the second firing but the staples never formed properly. There was no consequence to the pt.